Manufacturer narrative:
On 11/19/2019, mentor became aware that the due date on the previous follow up 1 report was inadvertently submitted with an incorrect due date. The correct due date should have been 12/15/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also suffered left side capsular contracture; baker grade unknown. Hence, patient code capsular contracture has been added to this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient suffered baker grade iii capsular contracture on the left side. The lot number of concomitant device for the right side is 5583783 as per two devices received. On 11/26/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number of concomitant device for the right side is 5583783 as two devices were received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/11/2019, device evaluation was completed. Device evaluation summary: during visual analysis of the sample was found rupture and received in two pieces. Crease was found in the edges of the tear. No other anomalies were discovered. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision reconstruction breast surgery with a 600 cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2019. Date of implant was provided as 2005. Manufacturing date of the suspected device is 2/18/2005. Hence, date of implant was updated to (B)(6) 2005 after multiple follow-ups. If additional information is received in the future, it will be updated and supplement will be submitted.